Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left common iliac artery using an indigo system lightning bolt aspiration tubing (lightning bolt aspiration tubing), an indigo system aspiration catheter 7 (cat7), a non-penumbra sheath (7f x 10cm), a non-penumbra catheter, a non-penumbra balloon device (8x60), a glide wire (0.035), and a guidewire (0.014 300cm). During the procedure, the physician advanced the cat7 over the guidewire through the sheath and completed two passes in the previously placed stent. The physician then performed an angiogram and decided to use a non-penumbra balloon device. After ballooning, the cat7 was advanced over the guidewire to complete the next pass. Another angiogram was performed and the physician decided to place a non-penumbra stent. The cat7 was removed. While placing the stent, the physician noticed the distal portion of the cat7 was in the right iliac artery. Due to the non-availability of a snare device, the physician used a balloon device to remove the fractured portion of the cat7 without success. The patient was transferred to an outside facility for a vascular surgery to be performed.

Manufacturer narrative:
The following sections are being updated based on additional information included in the user facility report submitted to the FDA: 1. Section a. Box 2. Age at time of event. 2. Section b. Box. 5. Describe event or problem.

Event description:
The patient was undergoing a thrombectomy procedure in the left common iliac artery using an indigo system lightning bolt aspiration tubing (lightning bolt aspiration tubing), an indigo system aspiration catheter 7 (cat7), a non-penumbra sheath (7f x 10cm), a non-penumbra catheter (65cm), a non-penumbra ballon device (8x60), a glide wire (0.035), and a guidewire (0.014 300cm) . During the procedure, the physician advanced the cat7 over the guidewire through the sheath and completed two passes in the previously placed stent. The physician then performed an angiogram and decided to use a non-penumbra balloon device. After ballooning, the cat7 was advanced over the guidewire to complete the next pass. Another angiogram was performed and the physician decided to place a non-penumbra stent. The cat7 was removed. While placing the stent, the physician noticed the distal portion of the cat7 was in the right iliac artery. Due to the non-availability of a snare device the physician used a balloon device to remove the fractured portion of the cat7 without success. The patient was transferred to an outside facility for a vascular surgery to be performed. On 13jun2025, additional information was received that the distal portion of the cat7 was removed from the patient.